Event description:
The customer reported the external paddles failed to discharge during use. No adverse impact was reported.

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.